Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a cable failure or connection failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report his event. During the call, tac recommended some trouble-shooting options to help resolve the issue. This included checking and adjusting the cabling. The cable adjustments proved successful and procedure an image from the subject device. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera ii video system center was not displaying an image during procedure preparation. According to the initial reporter, the staff used another device to complete the procedure without any reports of patient harm.